Manufacturer narrative:
(B)(6) the consumer did not provide their name or address information. Therefore we will not be receiving the device for an investigation.

Event description:
(B)(6) 2020 the consumer claims to have received a rash while in use of the product. The consumer will return the product at the location purchased. The consumer did not provide their name or address. Therefore it's uncertain if the consumer will receive a replacement.